Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose (168 mg/dl) versus blood glucose (360 mg/dl), including a 'change sensor' alert, a 'bad sensor,' and a calibration error or calibration not accepted. The customer reported a bg value of 360 mg/dl and hyperglycemia, which was treated with insulin pump (subcutaneous insulin infusion) and water. The event involved product(s) mmt-1884, mmt-7040a, mmt-431a, and mmt-342. The customer was using the insulin pump system within 48 hours of the reported event and was utilizing the auto mode/smartguard feature at the time of the event. The customer received a 'change sensor' alert. The customer was unable to run a transmitter test, or the test passed, and was advised to try another sensor. A discrepancy between sg and bg readings, which was not within range, was reported. Customer declined to further troubleshoot. No further patient complications were noted. No product is expected to return.